Event description:
It was reported that approximately two years and eight months post port placement procedure via the internal jugular vein, the catheter was allegedly found to be broken. It was further reported that the catheter migrated into patient. Reportedly, catheter was removed from the patient. The current status of the patient is stable.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2023).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation and the identified wear and deformation issues, as a compound break was noted on the catheter approximately 6.4cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the catheter and the proximal end of the distal catheter segment. The surface of the compound break and surface of the complete circumferential break were noted to be granular in one region and round in the other region. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be granular in one region and round in another region. Although the sample was returned for evaluation, two images were provided for review. The investigation is confirmed for the reported migration issue, as the port-catheter is clearly fractured near its course along the right clavicle. It is difficult to appreciate due to image quality the terminal aspect of the fractured catheter, although it may appear to be within the right heart. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and eight months post port placement procedure via the internal jugular vein, the catheter was allegedly found to be broken. It was further reported that the catheter migrated into patient. Reportedly, catheter was removed from the patient. The current status of the patient is stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation and the identified wear and deformation issues, as a compound break was noted on the catheter approximately 6.4cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the catheter and the proximal end of the distal catheter segment. The surface of the compound break and surface of the complete circumferential break were noted to be granular in one region and round in the other region. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be granular in one region and round in another region. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years and eight months post port placement procedure via the internal jugular vein, the catheter was allegedly found to be broken. It was further reported that the catheter migrated into patient. Reportedly, catheter was removed from the patient. The current status of the patient is stable.